Manufacturer narrative:
(B)(4). The device manufacturing records were reviewed and showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 10.5 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted due to a tear/ burn through the posterior capsule. A incision enlargement was required. The original implant date was not provided. No further information was provided.

Manufacturer narrative:
Corrected data: catalog # zmb00u0105. Implant date: (B)(6) 2013. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: (B)(6) 2013. It was reported that upon implant, a capsule tear/burn occurred. The intraocular lens was later explanted on (B)(6) 2013. An incision enlargement was made at explant. A review of the manufacturing records manufacturing records showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 10.5 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.